Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Chest x-ray revealed that the tip of the lead was not visible in the image and it looked like the lead slack has changed. The physician suspected a lead dislodgement and was planning for a lead revision. Currently, the device was set to left ventricular (lv) lead only. Additional information received which indicated that this lead was found out to be dislodged. The lead was explanted and replaced. No additional adverse patient effects were reported.